Event description:
Clinician reported failure to capture as well as pacing spikes every where''. Not specified if this allegation is against competitor lead or mot lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).